Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pain/lower left region of pelvic area pain (shooting pain)/pelvic pain'), pelvic inflammatory disease ('pid (acute pelvic inflammatory disease)'), menorrhagia ('prolonged menstrual / blood clots/periods were so harsh and never-ending'), autoimmune disorder ('autoimmune disorder'), intervertebral disc degeneration ('deterioration of the spine/crumbling disk'), guillain-barre syndrome ('gbs (gillium berret syndrome)'), neurodegenerative disorder ('lining of nerves are slowly deteriorating'), suicide attempt ('attempted suicide twice'), renal injury ('charring on left side of kidney/kidney damage/ I have kidney damage to my left kidney') and metal poisoning ('metal toxicity') in a 30-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included doxycycline. The patient's medical history included multigravida, parity 3 (date of births: (B)(6) 2000, (B)(6) 2003, (B)(6) 2006), smear cervix abnormal, human papilloma virus infection, hypertension, blood dyscrasia, soreness breast, memory loss, bruising, insomnia, wisdom teeth removal and palpitation. Previously administered products included for an unreported indication: oral contraceptive nos from 1995 to 2007. Concurrent conditions included overweight, hair loss, vaginal discharge, heartburn, heart fluttering, loss of teeth, hematuria, rash, boil, blisters, cervix oedema, burning in abdomen, nabothian cyst and dysuria. Concomitant products included antibiotics, ibuprofen, oral contraceptive nos and prednisone. On an unknown date, the patient started doxycycline at an unspecified dose and frequency. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and renal pain ("left kidney pain (swollen feeling, sharp pains)/kidney area pain (extreme pain (as if someone punched it), sensitive)"). In 2007, the patient experienced abdominal distension ("bloating"). In 2009, the patient experienced vision blurred ("blurred vision"). In 2010, the patient experienced fibromyalgia ("severe fibromyalgia") and contusion ("bruising"). In 2012, the patient experienced depression ("depression"). On (B)(6) 2015, the patient experienced metal poisoning (seriousness criterion medically significant), 8 years 5 months after insertion of essure (ess205). In 2018, the patient experienced dental caries ("rotting teeth"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), intervertebral disc degeneration (seriousness criterion medically significant), guillain-barre syndrome (seriousness criterion medically significant), neurodegenerative disorder (seriousness criterion medically significant), suicide attempt (seriousness criterion medically significant), renal injury (seriousness criterion medically significant), migraine ("migraines"), anxiety ("anxiety"), malaise ("got too sick"), gait inability ("could not walk"), bone loss ("permanent bone loss"), nerve injury ("nerve damage"), back pain ("back pain (constant aches,all the time)"), allergy to metals ("allergic to nickel/a hypersensitivity reaction to nickel"), burning sensation ("suffered from burn within her body"), headache ("head pain"), urinary tract infection ("uti (urinary tract infection)"), pain ("body pain"), investigation noncompliance ("she did not undergo an essure confirmation test"), abdominal pain lower ("left lower abdomen down the leg pain (felt like a constant sunburn)"), abdominal pain upper ("pain stopped in stomach area"), hypoaesthesia ("numbness in body"), abnormal loss of weight ("dramatic weight loss within first 10 days following the removal") and alopecia ("hair grew back longer and thicker"). The patient was treated with clarithromycin (biaxin), diphenhydramine hydrochloride;paracetamol (tylenol pm), gabapentin, hydrocodone and surgery (hysterectomy, total hysterectomy and spinal surgery in (B)(6) 2016 for deterioration of the spine). Essure (ess205) was removed on (B)(6) 2015. On (B)(6) 2015, the pelvic pain and renal pain had resolved. At the time of the report, the menorrhagia, autoimmune disorder, intervertebral disc degeneration, guillain-barre syndrome, neurodegenerative disorder, suicide attempt, renal injury, metal poisoning, migraine, vision blurred, abdominal distension, anxiety, dental caries, malaise, gait inability, bone loss, nerve injury, back pain, allergy to metals, burning sensation, fibromyalgia, urinary tract infection, pain, investigation noncompliance, abdominal pain lower, hypoaesthesia and alopecia outcome was unknown, the depression had not resolved and the headache, contusion, abdominal pain upper and abnormal loss of weight had resolved. The reporter provided no causality assessment for investigation noncompliance with essure (ess205). The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, abnormal loss of weight, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, bone loss, burning sensation, contusion, dental caries, depression, fibromyalgia, gait inability, guillain-barre syndrome, headache, hypoaesthesia, intervertebral disc degeneration, malaise, menorrhagia, metal poisoning, migraine, nerve injury, neurodegenerative disorder, pain, pelvic inflammatory disease, pelvic pain, renal injury, renal pain, suicide attempt, urinary tract infection and vision blurred to be related to essure (ess205). The reporter commented: plaintiff received treatment for uti,charring on left side of kidney, gbs, metal toxicity, migraines, blurred vision, bloating, prolonged menstrual cycle, rotting teeth, severe and persistent pain, fibromyalgia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: burning sensation, allergy to metals, menorrhagia, pelvic inflammatory disease, abdominal distension, urinary tract infection, pain, back pain. Most recent follow-up information incorporated above includes: on 20-dec-2019: this report was detected to be a duplicate to (B)(4) which will be deleted from bayer safety database after all information was transferred to this record # (B)(4) which will be retained. New : previously added event charring on left side of kidney was updated to I have kidney damage to my left kidney. Social media reporter was added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pain/lower left region of pelvic area pain (shooting pain)/pelvic pain'), pelvic inflammatory disease ('pid (acute pelvic inflammatory disease)'), menorrhagia ('prolonged menstrual / blood clots/periods were so harsh and never-ending'), autoimmune disorder ('autoimmune disorder'), intervertebral disc degeneration ('deterioration of the spine/crumbling disk'), guillain-barre syndrome ('gbs (gillium berret syndrome)'), neurodegenerative disorder ('lining of nerves are slowly deteriorating'), metal poisoning ('metal toxicity') and suicide attempt ('attempted suicide twice') in a 30-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included doxycycline. The patient's medical history included multigravida, parity 3 (date of births: (B)(6) 2000, (B)(6) 2003, (B)(6) 2006), smear cervix abnormal, human papilloma virus infection, hypertension, blood dyscrasia, soreness breast, memory loss, bruising, insomnia, wisdom teeth removal and palpitation. Previously administered products included for an unreported indication: oral contraceptive nos from 1995 to 2007. Concurrent conditions included overweight, hair loss, vaginal discharge, heartburn, heart fluttering, loss of teeth, hematuria, rash, boil, blisters, cervix oedema, burning in abdomen, nabothian cyst and dysuria. Concomitant products included antibiotics, ibuprofen, oral contraceptive nos and prednisone. On an unknown date, the patient started doxycycline at an unspecified dose and frequency. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and renal pain ("left kidney pain (swollen feeling, sharp pains)/kidney area pain (extreme pain (as if someone punched it), sensitive)"). In 2007, the patient experienced abdominal distension ("bloating"). In 2009, the patient experienced vision blurred ("blurred vision"). In 2010, the patient experienced fibromyalgia ("severe fibromyalgia") and contusion ("bruising"). In 2012, the patient experienced depression ("depression"). On (B)(6) 2015, the patient experienced metal poisoning (seriousness criterion medically significant), 8 years 5 months after insertion of essure (ess205). In 2018, the patient experienced dental caries ("rotting teeth"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), bone loss ("permanent bone loss"), nerve injury ("nerve damage"), intervertebral disc degeneration (seriousness criterion medically significant), guillain-barre syndrome (seriousness criterion medically significant), neurodegenerative disorder (seriousness criterion medically significant), urinary tract infection ("uti (urinary tract infection)"), migraine ("migraines"), anxiety ("anxiety"), malaise ("got too sick"), gait inability ("could not walk"), back pain ("back pain (constant aches,all the time)"), allergy to metals ("allergic to nickel/a hypersensitivity reaction to nickel"), burning sensation ("suffered from burn within her body"), headache ("head pain"), pain ("body pain"), investigation noncompliance ("she did not undergo an essure confirmation test"), abdominal pain lower ("left lower abdomen down the leg pain (felt like a constant sunburn)"), renal disorder ("charring on left side of kidney/kidney damage"), suicide attempt (seriousness criterion medically significant), abdominal pain upper ("pain stopped in stomach area"), hypoaesthesia ("numbness in body") and alopecia ("hair grew back longer and thicker") and was found to have weight increased ("dramatic weight loss within first 10 days following the removal"). The patient was treated with clarithromycin (biaxin), diphenhydramine hydrochloride;paracetamol (tylenol pm), gabapentin, hydrocodone and surgery (hysterectomy, total hysterectomy and spinal surgery in (B)(6) 2016 for deterioration of the spine). Essure (ess205) was removed on(B)(6) 2015. On (B)(6) 2015, the pelvic pain and renal pain had resolved. At the time of the report, the menorrhagia, autoimmune disorder, bone loss, nerve injury, intervertebral disc degeneration, fibromyalgia, guillain-barre syndrome, neurodegenerative disorder, urinary tract infection, metal poisoning, migraine, vision blurred, abdominal distension, anxiety, dental caries, malaise, gait inability, back pain, allergy to metals, burning sensation, pain, investigation noncompliance, abdominal pain lower, renal disorder, suicide attempt, hypoaesthesia and alopecia outcome was unknown, the depression had not resolved and the headache, contusion, abdominal pain upper and weight increased had resolved. The reporter provided no causality assessment for investigation noncompliance with essure (ess205). The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, bone loss, burning sensation, contusion, dental caries, depression, fibromyalgia, gait inability, guillain-barre syndrome, headache, hypoaesthesia, intervertebral disc degeneration, malaise, menorrhagia, metal poisoning, migraine, nerve injury, neurodegenerative disorder, pain, pelvic inflammatory disease, pelvic pain, renal disorder, renal pain, suicide attempt, urinary tract infection, vision blurred and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for uti,charring on left side of kidney, gbs, metal toxicity, migraines, blurred vision, bloating, prolonged menstrual cycle, rotting teeth, severe and persistent pain, fibromyalgia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: burning sensation, allergy to metals, menorrhagia, pelvic inflammatory disease, abdominal distension, urinary tract infection, pain, back pain. Most recent follow-up information incorporated above includes: on 26-nov-2019: pfs and mr received. Reporter information, concomitant drug, medical history, historical drug added. Event outcome updated. Events: pain stopped in stomach area, weight increased, numbness in body, alopecia, weight increased added. On 26-nov-2019: fu 9, fu10 and fu 11 processed together. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pain/lower left region of pelvic area pain (shooting pain)'), pelvic inflammatory disease ('acute pelvic inflammatory disease'), menorrhagia ('prolonged menstrual / blood clots/periods were so harsh and never-ending'), autoimmune disorder ('autoimmune disorder'), intervertebral disc degeneration ('deterioration of the spine/crumbling disk'), guillain-barre syndrome ('gbs (gillium berret syndrome)'), neurodegenerative disorder ('lining of nerves are slowly deteriorating') and suicide attempt ('attempted suicide twice') in a 30-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (date of births: (B)(6) 2000, (B)(6) 2003, (B)(6) 2006), smear cervix abnormal, human papilloma virus infection, hypertension, blood dyscrasia, soreness breast, memory loss, bruising and insomnia. Previously administered products included for an unreported indication: oral contraceptive nos from 1995 to 2007. Concurrent conditions included overweight, hair loss, vaginal discharge, heartburn, heart fluttering, loss of teeth, hematuria, rash, boil, blisters, cervix oedema, burning in abdomen, nabothian cyst and dysuria. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and renal pain ("left kidney pain (swollen feeling, sharp pains)/kidney area pain (extreme pain (as if someone punched it), sensitive)"). In 2007, the patient experienced abdominal distension ("bloating"). In 2009, the patient experienced vision blurred ("blurred vision"). In 2010, the patient experienced fibromyalgia ("severe fibromyalgia") and contusion ("bruising"). In 2012, the patient experienced the first episode of depression ("depression"). On (B)(6) 2015, the patient experienced metal poisoning ("metal toxicity"), 8 years 5 months after insertion of essure (ess205). In 2018, the patient experienced dental caries ("rotting teeth"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), bone loss ("permanent bone loss"), nerve injury ("nerve damage"), intervertebral disc degeneration (seriousness criterion medically significant), guillain-barre syndrome (seriousness criterion medically significant), neurodegenerative disorder (seriousness criterion medically significant), urinary tract infection ("uti (urinary tract infection)"), migraine ("migraines"), the second episode of depression ("depression"), anxiety ("anxiety"), malaise ("got too sick"), gait inability ("could not walk"), back pain ("back pain (constant aches,all the time)"), allergy to metals ("allergic to nickel/a hypersensitivity reaction to nickel"), burning sensation ("suffered from burn within her body"), headache ("head pain"), pain ("body pain"), investigation noncompliance ("she did not undergo an essure confirmation test"), abdominal pain lower ("left lower abdomen down the leg pain (felt like a constant sunburn)"), renal disorder ("charring on left side of kidney") and suicide attempt (seriousness criterion medically significant). The patient was treated with clarithromycin (biaxin), diphenhydramine hydrochloride;paracetamol (tylenol pm), gabapentin, hydrocodone and surgery (hysterectomy, total laparoscopic hysterectomy with robotic assist, bilateral salpingectomy diagnostic cystoscopy and spinal surgery in (B)(6) 2016 for deterioration of the spine). Essure (ess205) was removed on (B)(6) 2015. On (B)(6) 2015, the pelvic pain and renal pain had resolved. At the time of the report, the pelvic inflammatory disease, menorrhagia, autoimmune disorder, bone loss, nerve injury, intervertebral disc degeneration, fibromyalgia, guillain-barre syndrome, neurodegenerative disorder, urinary tract infection, metal poisoning, migraine, vision blurred, abdominal distension, the last episode of depression, anxiety, dental caries, malaise, gait inability, back pain, allergy to metals, burning sensation, headache, pain, contusion, investigation noncompliance, abdominal pain lower, renal disorder and suicide attempt outcome was unknown. The reporter provided no causality assessment for investigation noncompliance with essure (ess205). The reporter considered abdominal distension, abdominal pain lower, allergy to metals, anxiety, autoimmune disorder, back pain, bone loss, burning sensation, contusion, dental caries, fibromyalgia, gait inability, guillain-barre syndrome, headache, intervertebral disc degeneration, malaise, menorrhagia, metal poisoning, migraine, nerve injury, neurodegenerative disorder, pain, pelvic inflammatory disease, pelvic pain, renal disorder, renal pain, suicide attempt, urinary tract infection, vision blurred, the first episode of depression and the second episode of depression to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: burning sensation, allergy to metals, menorrhagia, pelvic inflammatory disease, abdominal distension, urinary tract infection, pain, back pain. Most recent follow-up information incorporated above includes: on 13-nov-2019: with follow up information received via social media this record was detected to be a duplicate to record # (B)(4) (medwatch 3500a MFR number 2951250-2019-11797) and us-bayer which both will be deleted after all information was transferred to this case that will be retained. New : social media reporter was added incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pain/lower left region of pelvic area pain (shooting pain)/pelvic pain'), pelvic inflammatory disease ('pid (acute pelvic inflammatory disease)'), menorrhagia ('prolonged menstrual / blood clots/periods were so harsh and never-ending'), autoimmune disorder ('autoimmune disorder'), intervertebral disc degeneration ('deterioration of the spine/crumbling disk'), guillain-barre syndrome ('gbs (gillium berret syndrome)'), neurodegenerative disorder ('lining of nerves are slowly deteriorating'), suicide attempt ('attempted suicide twice'), renal injury ('charring on left side of kidney/kidney damage/ I have kidney damage to my left kidney') and metal poisoning ('metal toxicity') in a 30-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (date of births: (B)(6) 2000, (B)(6) 2003, (B)(6) 2006), smear cervix abnormal, human papilloma virus infection, hypertension, blood dyscrasia, soreness breast, memory loss, bruising, insomnia, wisdom teeth removal and palpitation. Previously administered products included for an unreported indication: oral contraceptive nos from 1995 to 2007. Concurrent conditions included overweight, hair loss, vaginal discharge, heartburn, heart fluttering, loss of teeth, hematuria, rash, boil, blisters, cervix oedema, burning in abdomen, nabothian cyst and dysuria. Concomitant products included antibiotics, doxycycline, ibuprofen, oral contraceptive nos and prednisone. On (B)(6) 2007, the patient had essure (ess205) inserted. In march 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and renal pain ("left kidney pain (swollen feeling, sharp pains)/kidney area pain (extreme pain (as if someone punched it), sensitive)"). In 2007, the patient experienced abdominal distension ("bloating"). In 2009, the patient experienced vision blurred ("blurred vision"). In 2010, the patient experienced fibromyalgia ("severe fibromyalgia") and contusion ("bruising"). In 2012, the patient experienced depression ("depression"). On (B)(6) 2015, the patient experienced metal poisoning (seriousness criterion medically significant), 8 years 5 months after insertion of essure (ess205). In 2018, the patient experienced dental caries ("rotting teeth"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), intervertebral disc degeneration (seriousness criterion medically significant), guillain-barre syndrome (seriousness criterion medically significant), neurodegenerative disorder (seriousness criterion medically significant), suicide attempt (seriousness criterion medically significant), renal injury (seriousness criterion medically significant), migraine ("migraines"), anxiety ("anxiety"), malaise ("got too sick"), gait inability ("could not walk"), bone loss ("permanent bone loss"), nerve injury ("nerve damage"), back pain ("back pain (constant aches,all the time)"), allergy to metals ("allergic to nickel/a hypersensitivity reaction to nickel"), burning sensation ("suffered from burn within her body"), headache ("head pain"), urinary tract infection ("uti (urinary tract infection)"), pain ("body pain"), investigation noncompliance ("she did not undergo an essure confirmation test"), abdominal pain lower ("left lower abdomen down the leg pain (felt like a constant sunburn)"), abdominal pain upper ("pain stopped in stomach area"), hypoaesthesia ("numbness in body"), abnormal loss of weight ("dramatic weight loss within first 10 days following the removal"), alopecia ("hair grew back longer and thicker"), pyrexia ("fever again") and rash ("rash from head to toe"). The patient was treated with clarithromycin (biaxin), diphenhydramine hydrochloride;paracetamol (tylenol pm), gabapentin, hydrocodone and surgery (total hysterectomy and spinal surgery in feb2016 and mar2016 for deterioration of the spine). Essure (ess205) was removed on (B)(6) 2015. On (B)(6) 2015, the pelvic pain and renal pain had resolved. At the time of the report, the menorrhagia, autoimmune disorder, intervertebral disc degeneration, guillain-barre syndrome, neurodegenerative disorder, suicide attempt, renal injury, metal poisoning, migraine, vision blurred, abdominal distension, anxiety, dental caries, malaise, gait inability, bone loss, nerve injury, back pain, allergy to metals, burning sensation, fibromyalgia, urinary tract infection, pain, investigation noncompliance, abdominal pain lower, hypoaesthesia, alopecia, pyrexia and rash outcome was unknown, the depression had not resolved and the headache, contusion, abdominal pain upper and abnormal loss of weight had resolved. The reporter provided no causality assessment for investigation noncompliance with essure (ess205). The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, abnormal loss of weight, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, bone loss, burning sensation, contusion, dental caries, depression, fibromyalgia, gait inability, guillain-barre syndrome, headache, hypoaesthesia, intervertebral disc degeneration, malaise, menorrhagia, metal poisoning, migraine, nerve injury, neurodegenerative disorder, pain, pelvic inflammatory disease, pelvic pain, pyrexia, rash, renal injury, renal pain, suicide attempt, urinary tract infection and vision blurred to be related to essure (ess205). The reporter commented: plaintiff received treatment for uti,charring on left side of kidney, gbs, metal toxicity, migraines, blurred vision, bloating, prolonged menstrual cycle, rotting teeth, severe and persistent pain, fibromyalgia, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: burning sensation, allergy to metals, menorrhagia, pelvic inflammatory disease, abdominal distension, urinary tract infection, pain, back pain concerning the injuries reported in this case, the following ones were reported via social media-rash, fever. Most recent follow-up information incorporated above includes: on 10-dec-2019: social media received-new event rash from head to toe, fever again were added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pain/lower left region of pelvic area pain (shooting pain)/pelvic pain'), pelvic inflammatory disease ('pid (acute pelvic inflammatory disease)'), embedded device ('one partially out and perfectly embedded into the uterus'), device expulsion ('one partially out and perfectly embedded into the uterus'), menorrhagia ('prolonged menstrual / blood clots/periods were so harsh and never-ending') and intervertebral disc degeneration ('deterioration of the spine/crumbling disk') in a 30-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (date of births: (B)(6) 2000, (B)(6) 2003, (B)(6) 2006), smear cervix abnormal, human papilloma virus infection, hypertension, blood dyscrasia, soreness breast, memory loss, bruising, insomnia, wisdom teeth removal, palpitation, leg pain, weakness, lumbo-sacral spondylosis, herniated nucleus pulposus, hip surgery, seizures and irregular menstrual cycle. Previously administered products included for an unreported indication: oral contraceptive nos from 1995 to 2007. Concurrent conditions included overweight, hair loss, vaginal discharge, heartburn, heart fluttering, loss of teeth, hematuria, rash, boil, blisters, cervix oedema, burning in abdomen, nabothian cyst, dysuria, cough, pain in hip, swelling of lips, throat swelling, swelling of tongue, vomiting, numbness of lower extremities, ache, burning sensation, acid reflux (oesophageal), cigarette smoker, tingling, rectal bleeding, degenerative disc disease, rectal bleeding, dermatitis, uterine disorder and paresthesia. Concomitant products included antibiotics, ceftriaxone, ceftriaxone sodium (rocephin), doxycycline, ibuprofen, metronidazole, metronidazole (flagyl), oral contraceptive nos and prednisone. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and renal pain ("left kidney pain (swollen feeling, sharp pains)/kidney area pain (extreme pain (as if someone punched it), sensitive)"). In 2007, the patient experienced abdominal distension ("bloating"). In 2009, the patient experienced vision blurred ("blurred vision"). In 2010, the patient experienced fibromyalgia ("severe fibromyalgia") and contusion ("bruising"). In 2012, the patient experienced depression ("depression"). On (B)(6) 2015, the patient experienced metal poisoning ("metal toxicity"), 8 years 5 months after insertion of essure (ess205). In 2018, the patient experienced dental caries ("rotting teeth"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disorder"), intervertebral disc degeneration (seriousness criterion medically significant), guillain-barre syndrome ("gbs (gillium berret syndrome)"), neurodegenerative disorder ("lining of nerves are slowly deteriorating"), suicide attempt ("attempted suicide twice"), renal injury ("charring on left side of kidney/kidney damage/ I have kidney damage to my left kidney"), migraine ("migraines"), anxiety ("anxiety"), malaise ("got too sick"), gait inability ("could not walk"), bone loss ("permanent bone loss"), nerve injury ("nerve damage"), back pain ("back pain (constant aches,all the time)"), allergy to metals ("allergic to nickel/a hypersensitivity reaction to nickel"), burning sensation ("suffered from burn within her body"), headache ("head pain"), urinary tract infection ("uti (urinary tract infection)"), pain ("body pain"), investigation noncompliance ("she did not undergo an essure confirmation test"), abdominal pain lower ("left lower abdomen down the leg pain (felt like a constant sunburn)"), abdominal pain upper ("pain stopped in stomach area"), hypoaesthesia ("numbness in body"), abnormal loss of weight ("dramatic weight loss within first 10 days following the removal"), alopecia ("hair grew back longer and thicker"), pyrexia ("fever again"), rash ("rash from head to toe/sore on my face and arms"), pain in extremity ("sore on face and arms") and impetigo ("blisters filled with puss"). The patient was treated with acetylcarnitine hydrochloride (neurotin), clarithromycin (biaxin), diphenhydramine hydrochloride;paracetamol (tylenol pm), gabapentin, hydrocodone, tramadol and surgery (total hysterectomy and spinal surgery in (B)(6) 2016 and (B)(6) 2016 for deterioration of the spine). Essure (ess205) was removed on (B)(6) 2015. On (B)(6) 2015, the pelvic pain and renal pain had resolved. At the time of the report, the embedded device, device expulsion, menorrhagia, autoimmune disorder, intervertebral disc degeneration, guillain-barre syndrome, neurodegenerative disorder, suicide attempt, renal injury, metal poisoning, migraine, vision blurred, abdominal distension, anxiety, dental caries, malaise, gait inability, bone loss, nerve injury, back pain, allergy to metals, burning sensation, fibromyalgia, urinary tract infection, pain, investigation noncompliance, abdominal pain lower, hypoaesthesia, alopecia, pyrexia, rash, pain in extremity and impetigo outcome was unknown, the depression had not resolved and the headache, contusion, abdominal pain upper and abnormal loss of weight had resolved. The reporter provided no causality assessment for investigation noncompliance with essure (ess205). The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, abnormal loss of weight, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, bone loss, burning sensation, contusion, dental caries, depression, device expulsion, embedded device, fibromyalgia, gait inability, guillain-barre syndrome, headache, hypoaesthesia, impetigo, intervertebral disc degeneration, malaise, menorrhagia, metal poisoning, migraine, nerve injury, neurodegenerative disorder, pain, pain in extremity, pelvic inflammatory disease, pelvic pain, pyrexia, rash, renal injury, renal pain, suicide attempt, urinary tract infection and vision blurred to be related to essure (ess205). The reporter commented: plaintiff received treatment for uti,charring on left side of kidney, gbs, metal toxicity, migraines, blurred vision, bloating, prolonged menstrual cycle, rotting teeth, severe and persistent pain, fibromyalgia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report received. Event added- impetigo. Treatment products added. Reporters added. Fu 26, 27, 28, 29 and 30 processed together. On 20-mar-2020: fu 26, 27, 28, 29 and 30 processed together. On 20-mar-2020: fu 26, 27, 28, 29 and 30 processed together. On 20-mar-2020: fu 26, 27, 28, 29 and 30 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pain/lower left region of pelvic area pain (shooting pain)/pelvic pain'), pelvic inflammatory disease ('pid (acute pelvic inflammatory disease)'), embedded device ('one partially out and perfectly embedded into the uterus'), device expulsion ('one partially out and perfectly embedded into the uterus'), menorrhagia ('prolonged menstrual / blood clots/periods were so harsh and never-ending') and intervertebral disc degeneration ('deterioration of the spine/crumbling disk') in a 30-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (date of births: (B)(6) 2000, (B)(6) 2003, (B)(6) 2006), smear cervix abnormal, human papilloma virus infection, hypertension, blood dyscrasia, soreness breast, memory loss, bruising, insomnia, wisdom teeth removal, palpitation, leg pain, weakness, lumbo-sacral spondylosis, herniated nucleus pulposus, hip surgery, seizures and irregular menstrual cycle. Previously administered products included for an unreported indication: oral contraceptive nos from 1995 to 2007. Concurrent conditions included overweight, hair loss, vaginal discharge, heartburn, heart fluttering, loss of teeth, hematuria, rash, boil, blisters, cervix oedema, burning in abdomen, nabothian cyst, dysuria, cough, pain in hip, swelling of lips, throat swelling, swelling of tongue, vomiting, numbness of lower extremities, ache, burning sensation, acid reflux (oesophageal), cigarette smoker, tingling, rectal bleeding, degenerative disc disease, rectal bleeding, dermatitis, uterine disorder and paresthesia. Concomitant products included antibiotics, ceftriaxone, ceftriaxone sodium (rocephin), doxycycline, ibuprofen, metronidazole, metronidazole (flagyl), oral contraceptive nos and prednisone. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and renal pain ("left kidney pain (swollen feeling, sharp pains)/kidney area pain (extreme pain (as if someone punched it), sensitive)"). In 2007, the patient experienced abdominal distension ("bloating"). In 2009, the patient experienced vision blurred ("blurred vision"). In 2010, the patient experienced fibromyalgia ("severe fibromyalgia") and contusion ("bruising"). In 2012, the patient experienced depression ("depression"). On (B)(6) 2015, the patient experienced metal poisoning ("metal toxicity"), 8 years 5 months after insertion of essure (ess205). In 2018, the patient experienced dental caries ("rotting teeth"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness. Criteria medically significant and intervention required), embedded device (seriousness. Criteria medically significant and intervention required), device expulsion (seriousness. Criteria medically significant and intervention required), menorrhagia (seriousness. Criteria medically significant and intervention required), autoimmune disorder. ("Autoimmune disorder"), intervertebral disc degeneration (seriousness criterion medically significant), guillain-barre syndrome ("gbs (gillium berret syndrome)"), neurodegenerative disorder ("lining of nerves are slowly deteriorating"), suicide attempt ("attempted suicide twice"), renal injury ("charring on left side of kidney/kidney damage/ I have kidney damage to my left kidney"), migraine ("migraines"), anxiety ("anxiety"), malaise ("got too sick"), gait inability ("could not walk"), bone loss ("permanent bone loss"), nerve injury ("nerve damage"), back pain ("back pain (constant aches,all the time)"), allergy to metals ("allergic to nickel/a hypersensitivity reaction to nickel"), burning sensation ("suffered from burn within her body"), headache ("head pain"), urinary tract infection ("uti (urinary tract infection)"), pain ("body pain"), investigation noncompliance ("she did not undergo an essure confirmation test"), abdominal pain lower ("left lower abdomen down the leg pain (felt like a constant sunburn)"), abdominal pain upper ("pain stopped in stomach area"), hypoaesthesia ("numbness in body"), abnormal loss of weight ("dramatic weight loss within first 10 days following the removal"), alopecia ("hair grew back longer and thicker"), pyrexia ("fever again") and rash ("rash from head to toe"). The patient was treated with clarithromycin (biaxin), diphenhydramine. Hydrochloride;paracetamol (tylenol pm), gabapentin, hydrocodone and surgery (total hysterectomy and spinal surgery in (B)(6) 2016 and (B)(6) 2016 for deterioration of the spine). Essure (ess205) was removed on (B)(6) 2015. On (B)(6) 2015, the pelvic pain and renal pain had resolved. At the time of the report, the embedded device, device expulsion, menorrhagia, autoimmune disorder, intervertebral disc degeneration, guillain-barre syndrome, neurodegenerative disorder, suicide attempt, renal injury, metal poisoning, migraine, vision blurred, abdominal distension, anxiety, dental caries, malaise, gait inability, bone loss, nerve injury, back pain, allergy to metals, burning sensation, fibromyalgia, urinary tract infection, pain, investigation noncompliance, abdominal pain lower, hypoaesthesia, alopecia, pyrexia and rash outcome was unknown, the depression had not resolved and the headache, contusion, abdominal pain upper and abnormal loss of weight had resolved. The reporter provided no causality assessment for investigation noncompliance with essure (ess205). The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, abnormal loss of weight, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, bone loss, burning sensation, contusion, dental caries, depression, device expulsion, embedded device, fibromyalgia, gait inability, guillain-barre syndrome, headache, hypoaesthesia, intervertebral disc degeneration, malaise, menorrhagia, metal poisoning, migraine, nerve injury, neurodegenerative disorder, pain, pelvic inflammatory disease, pelvic pain, pyrexia, rash, renal injury, renal pain, suicide attempt, urinary tract infection and vision blurred to be related to essure (ess205). The reporter commented: plaintiff received treatment for uti,charring on left side of kidney, gbs, metal toxicity, migraines, blurred vision, bloating, prolonged menstrual cycle, rotting teeth, severe and persistent pain, fibromyalgia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received : reporter added. Social media report received : event "one partially out and perfectly embedded into the uterus", reporter added. Follow up 22 and 23 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain/lower left region of pelvic area pain (shooting pain)"), menorrhagia ("prolonged menstrual / blood clots"), autoimmune disorder ("autoimmune disorder"), intervertebral disc degeneration ("deterioration of the spine/crumbling disk"), guillain-barre syndrome ("gbs (gillium berret syndrome)") and neurodegenerative disorder ("lining of nerves are slowly deteriorating") in a (B)(6) female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3 (date of births: (B)(6) 2000, (B)(6) 2003, (B)(6) 2006). Previously administered products included for an unreported indication: oral contraceptive nos from 1995 to 2007. Concurrent conditions included overweight. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and renal pain ("left kidney pain (swollen feeling, sharp pains)/kidney area pain (extreme pain (as if someone punched it), sensitive)"). In 2010, the patient experienced contusion ("bruising"). In 2012, the patient experienced the first episode of depression ("depression"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), bone loss ("permanent bone loss"), nerve injury ("nerve damage"), intervertebral disc degeneration (seriousness criterion medically significant), fibromyalgia ("severe fibromyalgia"), guillain-barre syndrome (seriousness criterion medically significant), neurodegenerative disorder (seriousness criterion medically significant), urinary tract infection ("uti (urinary tract infection)"), metal poisoning ("metal toxicity"), migraine ("migraines"), vision blurred ("blurred vision"), abdominal distension ("bloating"), the second episode of depression ("depression"), anxiety ("anxiety"), dental caries ("rotting teeth"), malaise ("got too sick"), gait inability ("could not walk"), back pain ("back pain (constant aches,all the time)"), allergy to metals ("allergic to nickel/a hypersensitivity reaction to nickel"), thermal burn ("suffered from burn within her body"), headache ("head pain"), pain ("body pain"), investigation noncompliance ("she did not undergo an essure confirmation test"), abdominal pain lower ("left lower abdomen down the leg pain (felt like a constant sunburn)") and renal disorder ("charring on left side of kidney"). The patient was treated with gabapentin, hydrocodone, dozol (tylenol pm), clarithromycin (biaxin), surgery (hysterectomy) and surgery (spinal surgery in (B)(6) 2016 for deterioration of the spine). Essure (ess205) was removed on (B)(6) 2015. On (B)(6) 2015, the pelvic pain and renal pain had resolved. At the time of the report, the menorrhagia, autoimmune disorder, bone loss, nerve injury, intervertebral disc degeneration, fibromyalgia, guillain-barre syndrome, neurodegenerative disorder, urinary tract infection, metal poisoning, migraine, vision blurred, abdominal distension, the last episode of depression, anxiety, dental caries, malaise, gait inability, back pain, allergy to metals, thermal burn, headache, pain, contusion, investigation noncompliance, abdominal pain lower and renal disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, anxiety, autoimmune disorder, back pain, bone loss, contusion, dental caries, fibromyalgia, gait inability, guillain-barre syndrome, headache, intervertebral disc degeneration, malaise, menorrhagia, metal poisoning, migraine, nerve injury, neurodegenerative disorder, pain, pelvic pain, renal disorder, renal pain, thermal burn, urinary tract infection, vision blurred, the first episode of depression and the second episode of depression to be related to essure (ess205). The reporter provided no causality assessment for investigation noncompliance with essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Most recent follow-up information incorporated above includes: on (B)(6) 2017: new events: severe and persistent pain/lower left region of pelvic area pain (shooting pain), permanent bone loss, nerve damage, deterioration of the spine/crumbling disk, severe fibromyalgia, gbs (gillium berret syndrome), lining of nerves are slowly, uti (urinary tract infection), metal toxicity, migraines, blurred vision, bloating, charring on left side of kidney, prolonged menstrual /blood clots, depression, anxiety, rotting teeth, got too sick, could not walk, left kidney pain (swollen feeling, sharp pains)/kidney area pain (extreme pain (as if someone punched it), sensitive), back pain (constant aches,all the time), allergic to nickel/a hypersensitivity reaction to nickel, suffered from burn within her body, depression, head pain, body pain, bruising, autoimmune disorder, she did not undergo an essure confirmation test, left lower abdomen down the leg pain (felt like a constant sunburn) were added. Patient historical condition and treatment drugs were added. Patient information updated. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain/lower left region of pelvic area pain (shooting pain)"), pelvic inflammatory disease ("acute pelvic inflammatory disease"), menorrhagia ("prolonged menstrual/blood clots/periods were so harsh and never-ending"), autoimmune disorder ("autoimmune disorder"), intervertebral disc degeneration ("deterioration of the spine/crumbling disk"), guillain-barre syndrome ("gbs (gillium berret syndrome)"), neurodegenerative disorder ("lining of nerves are slowly deteriorating") and suicide attempt ("attempted suicide twice") in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (date of births: (B)(6) 2000, (B)(6) 2003, (B)(6) 2006), smear cervix abnormal, human papilloma virus infection, hypertension, blood dyscrasia, soreness breast, memory loss, bruising and insomnia. Previously administered products included for an unreported indication: oral contraceptive nos from 1995 to 2007. Concurrent conditions included overweight, hair loss, vaginal discharge, heartburn, heart fluttering, loss of teeth, hematuria, rash, boil, blisters, cervix oedema, burning in abdomen, nabothian cyst and dysuria. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and renal pain ("left kidney pain (swollen feeling, sharp pains)/kidney area pain (extreme pain (as if someone punched it), sensitive)"). In 2007, the patient experienced abdominal distension ("bloating"). In 2009, the patient experienced vision blurred ("blurred vision"). In 2010, the patient experienced fibromyalgia ("severe fibromyalgia") and contusion ("bruising"). In 2012, the patient experienced the first episode of depression ("depression"). On (B)(6) 2015, 8 years 5 months after insertion of essure (ess205), the patient experienced metal poisoning ("metal toxicity"). In 2018, the patient experienced dental caries ("rotting teeth"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), bone loss ("permanent bone loss"), nerve injury ("nerve damage"), intervertebral disc degeneration (seriousness criterion medically significant), guillain-barre syndrome (seriousness criterion medically significant), neurodegenerative disorder (seriousness criterion medically significant), urinary tract infection ("uti (urinary tract infection)"), migraine ("migraines"), the second episode of depression ("depression"), anxiety ("anxiety"), malaise ("got too sick"), gait inability ("could not walk"), back pain ("back pain (constant aches,all the time)"), allergy to metals ("allergic to nickel/a hypersensitivity reaction to nickel"), burning sensation ("suffered from burn within her body"), headache ("head pain"), pain ("body pain"), investigation noncompliance ("she did not undergo an essure confirmation test"), abdominal pain lower ("left lower abdomen down the leg pain (felt like a constant sunburn)"), renal disorder ("charring on left side of kidney") and suicide attempt (seriousness criterion medically significant). The patient was treated with gabapentin, hydrocodone, dozol (tylenol pm), clarithromycin (biaxin), surgery (total laparoscopic hysterectomy with robotic assist, bilateral salpingectomy diagnostic cystoscopy), and surgery (spinal surgery in (B)(6) 2016 and (B)(6) 2016 for deterioration of the spine). Essure (ess205) was removed on (B)(6) 2015. On (B)(6) 2015, the pelvic pain and renal pain had resolved. At the time of the report, the pelvic inflammatory disease, menorrhagia, autoimmune disorder, bone loss, nerve injury, intervertebral disc degeneration, fibromyalgia, guillain-barre syndrome, neurodegenerative disorder, urinary tract infection, metal poisoning, migraine, vision blurred, abdominal distension, the last episode of depression, anxiety, dental caries, malaise, gait inability, back pain, allergy to metals, burning sensation, headache, pain, contusion, investigation noncompliance, abdominal pain lower, renal disorder and suicide attempt outcome was unknown. The reporter provided no causality assessment for investigation noncompliance with essure (ess205). The reporter considered abdominal distension, abdominal pain lower, allergy to metals, anxiety, autoimmune disorder, back pain, bone loss, burning sensation, contusion, dental caries, fibromyalgia, gait inability, guillain-barre syndrome, headache, intervertebral disc degeneration, malaise, menorrhagia, metal poisoning, migraine, nerve injury, neurodegenerative disorder, pain, pelvic inflammatory disease, pelvic pain, renal disorder, renal pain, suicide attempt, urinary tract infection, vision blurred, the first episode of depression and the second episode of depression to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: burning sensation, allergy to metals, menorrhagia, pelvic inflammatory disease, abdominal distension, urinary tract infection, pain, back pain. Most recent follow-up information incorporated above includes: on 30-oct-2018: medical record was received. Events added from medical record- acute pelvic inflammatory disease. Reporter information, concomitant disease, historical condition, concomitant drug were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain/lower left region of pelvic area pain (shooting pain)"), menorrhagia ("prolonged menstrual / blood clots"), autoimmune disorder ("autoimmune disorder"), intervertebral disc degeneration ("deterioration of the spine/crumbling disk"), guillain-barre syndrome ("gbs (gillium berret syndrome)"), neurodegenerative disorder ("lining of nerves are slowly deteriorating") and suicide attempt ("attempted suicide twice") in a (B)(6)-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3 (date of births: (B)(6) 2000, (B)(6) 2003, (B)(6) 2006). Previously administered products included for an unreported indication: oral contraceptive nos from 1995 to 2007. Concurrent conditions included overweight. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and renal pain ("left kidney pain (swollen feeling, sharp pains)/kidney area pain (extreme pain (as if someone punched it), sensitive)"). In 2010, the patient experienced contusion ("bruising"). In 2012, the patient experienced the first episode of depression ("depression"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), bone loss ("permanent bone loss"), nerve injury ("nerve damage"), intervertebral disc degeneration (seriousness criterion medically significant), fibromyalgia ("severe fibromyalgia"), guillain-barre syndrome (seriousness criterion medically significant), neurodegenerative disorder (seriousness criterion medically significant), urinary tract infection ("uti (urinary tract infection)"), metal poisoning ("metal toxicity"), migraine ("migraines"), vision blurred ("blurred vision"), abdominal distension ("bloating"), the second episode of depression ("depression"), anxiety ("anxiety"), dental caries ("rotting teeth"), malaise ("got too sick"), gait inability ("could not walk"), back pain ("back pain (constant aches,all the time)"), allergy to metals ("allergic to nickel/a hypersensitivity reaction to nickel"), burning sensation ("suffered from burn within her body"), headache ("head pain"), pain ("body pain"), investigation noncompliance ("she did not undergo an essure confirmation test"), abdominal pain lower ("left lower abdomen down the leg pain (felt like a constant sunburn)"), renal disorder ("charring on left side of kidney") and suicide attempt (seriousness criterion medically significant). The patient was treated with gabapentin, hydrocodone, dozol (tylenol pm), clarithromycin (biaxin), surgery (hysterectomy), surgery (hysterectomy) and surgery (spinal surgery in feb2016 and mar2016 for deterioration of the spine). Essure (ess205) was removed on (B)(6) 2015. On (B)(6) 2015, the pelvic pain and renal pain had resolved. At the time of the report, the menorrhagia, autoimmune disorder, bone loss, nerve injury, intervertebral disc degeneration, fibromyalgia, guillain-barre syndrome, neurodegenerative disorder, urinary tract infection, metal poisoning, migraine, vision blurred, abdominal distension, the last episode of depression, anxiety, dental caries, malaise, gait inability, back pain, allergy to metals, burning sensation, headache, pain, contusion, investigation noncompliance, abdominal pain lower, renal disorder and suicide attempt outcome was unknown. The reporter provided no causality assessment for investigation noncompliance with essure (ess205). The reporter considered abdominal distension, abdominal pain lower, allergy to metals, anxiety, autoimmune disorder, back pain, bone loss, burning sensation, contusion, dental caries, fibromyalgia, gait inability, guillain-barre syndrome, headache, intervertebral disc degeneration, malaise, menorrhagia, metal poisoning, migraine, nerve injury, neurodegenerative disorder, pain, pelvic pain, renal disorder, renal pain, suicide attempt, urinary tract infection, vision blurred, the first episode of depression and the second episode of depression to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new event added "attempted suicide twice". Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.